Event description:
Information received indicates the head section will not lower all the way down to a level position.

Manufacturer narrative:
The technician isolated the issue to the right side head gas spring. He adjusted the right gas spring to repair the stretcher.